Manufacturer narrative:
Upon eval of the device, the complaint was confirmed. The unit was visually inspected and pressure tested. Microscopic inspection found no definitive anomalies. A leak was observed at the small bore end at a corner of the weld at roughly 150 mmhg. Increased pressure found the unit to leak at both the small and large bore ends from the weld area. A review of the device history revealed no anomalies which would contribute to a leak at the weld. This unit was sufficiently cured and sealed to pass through a 100% leak test in-process. The root cause, drift in raw materials causing the unit to be weaker in the weld area than other units, was identified to be shipping and handling paired with a decrease in mechanical integrity. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, the shunt sensor leaked. No pt involvement as this occurred during prime. Product was changed out. Surgery was successfully completed.